Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The customer reported that the intravenous (IV) line was kinked and not alarming. Per the caution in the spectrum iq operator's manual, which is shipped with every spectrum iq device, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." The pump's dose error reduction system (ders) is also described and includes a primary flow check for error prevention. A screen displays at the start of the infusion and the clinician must make sure that: all clamps are open, there are no kinks in the tubing that might prevent flow, and drops are flowing in the drip chamber. The screen requires user response via a key press. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a heparin drip infusion with a spectrum iq infusion pump, an alarm was not generated after the patient line was observed to be kinked, with ¿minimal fluid missing from the bag¿. Approximately one hour and 38 minutes after the start of infusion, the dose was increased from 15u/kg/hr to17ml/hr continuous with a bolus of 4000 units. It was reported the partial thromboplastin time results decreased from 25.3. To 24.4 (units not reported). The pump was changed, a new infusion was started, and new tubing was primed. A bolus was given as ordered. At the time of this report, the patient outcome was not reported. No additional information is available.